Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had a wound at the site of the flange. It was stated that the device was sutured so closely that the piece of gauze under the plate was difficult to get. The patient was said to have a low albumin which was at 1.9 and also been septic prior to wound discovery.